Event description:
Discordant sodium (na) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The customer was comparing na results obtained from two systems, due to experiencing elevated quality controls on the primary system. It is unknown as to which na results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant na results.

Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and requested that the customer perform an advanced clean and to perform a diluent check with a new correction factor. The hsc determined that the new correction factor corrected the sodium bias and quality controls. The cause of the discordant sodium results was due to an unapplied diluent check correction factor. The customer successfully applied the new correction factor and successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.